Event description:
During a therapeutic procedure this urological balloon catheter was inflated. The dr then attempted to move it back and forth and the tip broke off. The dr retrieved the tip and completed the procedure successfully with no pt complications.